Event description:
On (B)(6) 2023 patient underwent right knee arthroscopic three compartment synovectomy and fat pad resection, repair of posterior horn medial meniscus ramp lesion. Biomet juggerstitch meniscal repair device curved was used for meniscus ramp lesion repair. A 3cm tip of the suture insertion needle broke and was retained in the posteromedial aspect of the knee. On (B)(6) 2024 needle tip was identified on x-ray and it was surgically removed on (B)(6) 2024.